Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal due to a broken unknown mono/ polyaxial screw. It is unknown how the issue was discovered. The procedure was completed successfully and was implanted with an unknown cage. The procedure was delayed 2-3 hrs. But completed successfully and was implanted with an unknown cage. Patient outcome after the procedure is good. Concomitant device reported: unknown rods: uss ( part# unknown, lot# unknown, quantity unknown). This report is for 1 of 1 for (B)(4). Linked complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
11/05/2019: updated event description: it was reported that on (B)(6) 2019, the patient underwent a hardware removal due to a broken unknown mono/ polyaxial screw. The procedure was completed successfully and was implanted with an unknown cage. There was an added time to the case and needed to use more instrumentation. Patient outcome after the procedure is good. Concomitant device reported: unknown rods: uss ( part# unknown, lot# unknown, quantity unknown). This complaint involves an unknown number of devices.